Event description:
It was reported that patient had a non-function display button of the system controller. The patient had to press the display button several times to view different system parameters on the display. Besides, the brightness of the display seemed to be reduced over time. The system controller was exchanged, which resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a non-functioning display button was confirmed via evaluation of the returned heartmate 3 system controller (serial number (B)(6)); however, the reported display brightness being dim was unconfirmed. During functional testing, self-tests were performed and did not pass, and the display button was unable to navigate through the different display screens. One of the green pump running light emitting diodes (led) would flicker/disappear when the navigation button was pressed, and the third battery gauge led was unable to light up. The system controller user interface (ui) and top housing assembly was replaced with a known test unit, which resolved the observed issue; therefore, the issue was isolated to the ui panel. The returned ui panel¿s j1 connector was inspected under a microscope, and the solder on several pins of the j1 connector appeared to be damaged, allowing the pins to intermittently move when physical force was applied. This included pins correlating to providing power to the display button and the ui leds. Of note, the location of the j1 connector is directly underneath the display button. The system controller was reassembled, physical force was applied to the ui panel proximal to the display/navigation button, and flickering led behavior was observed. Provided information stated that exchanging the system controller resolved the issue. The root cause of the reported event was determined to be damaged solder joints on the j1 connector of the ui panel; however, a root cause to the damage to the j1 connector was unable to be conclusively determined through this investigation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 left ventricular assist system (lvas) IFU (rev. B) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 lvas patient handbook (rev. B) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the issue does not resolve. Heartmate 3 patient handbook, section 2 ¿ ¿how your heart pump works¿, indicates how to perform a self-test and during the self-test, the system controller checks the lights, symbols, and sounds on the user interface. Heartmate 3 lvas IFU, section 8 ¿ ¿equipment storage and care¿, explains how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.